Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The controls are run daily by the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At an unknown time in the morning the patients glucose was 160 mg/dl. At 9:18 a.m. The meter result was 54 mg/dl. At 9:19 a.m. The meter result was 102 mg/dl and then at 9:21 a.m. The meter result was 105 mg/dl. The meter result of 54 mg/dl was not believed. The meter results of 102 mg/dl and 105 mf/dl were believed to be correct. There was no treatment provided based on any meter result.

Manufacturer narrative:
The meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl, results: level 1 ¿ 44, 44, 45 mg/dl, level 2 ¿ 310, 306, 307 mg/dl. All returned results are within acceptable range.